Event description:
The reported event was as follows: during a da vinci-assisted hysterectomy procedure, the patient experienced a bleeding event when the surgeon of record inserted a third party "con-med v-care device" and it punctured the internal and external iliac vein. This resulted in bleeding and the procedure converted to open surgery. The patient required blood transfusions and reoperations, including amputation of the patient's left leg. The site risk manager said that there was "no suspicion" and there was no allegation of a da vinci product malfunction. The site risk manager attributed the cause of the bleeding event with blood transfusions and subsequent complications with reoperations to what was described as "surgical error" with use of the third party con-med v-care device. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).